Event description:
It was reported that the device had an electrical reset and that the agr (automatic guided restore) was successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).